Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Clinical narrative updated 2026-6-16: the pump support remained on for a total of 23 days, which is beyond the pump indication for use, when the decision was made to withdraw care and the patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported acute myocardial infarction with cardiogenic shock, pericardial effusion, and presentation in scai stage d shock. The patient had remained on inotropes, vasopressors, the impella and ECMO until care withdrawal. Prior clinical narrative: an impella 5.5 was inserted via the right axillary artery graft site to support the 58 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage d shock. Prior to the 5.5 placement the patient was supported by an intra-aortic balloon pump. Other medical history was not shared beyond the fact that the patient was not on anticoagulation during the hospital stay due to an ongoing pericardial effusion that was tapped, and eventually had a pericardial window performed with multiple chest tubes. On the second day of support the team added extra corporeal membrane oxygenation (ECMO), and the 5.5 will vent the ventricle for the primary support ECMO. While the patient was on the 5.5 pump support the automated impella controller (aic) malfunctioned 8 days into the support. The aic would not recognize the purge cassette. The aic was replaced and support proceeded on the 5.5. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. Also on the 8th day of support there were concerns of distal perfusion to the arm. The arm was swelling and there was blistering at the necrotic fingers. The imaging revealed no deep vein thrombosis and so vascular surgery was consulted. As noted the patient was not anticoagulated due to the pericardial effusion and window. What vascular surgery has done, or will do for the arm, has not yet been shared. The pump is still on for support and performing within the expected range for the support level with reported flow at 4.6l/min on p-8, with d5w and sodium bicarbonate in the purge.

Manufacturer narrative:
Additional information was received and reviewed. Information received indicated that, at the end of support, care was withdrawn and the patient expired. The clinical narrative was updated and captured to b5 event description. Note: attempts to obtain the cause of the tamponade have been unsuccessful at this time. Following the clinical narrative update, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Additionally, the complaint coding was revised to reflect the additional reported details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. This is one of two device reports associated with the patient's implant experience. Refer to h10 for the related report number(s).

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery graft site to support the 58 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage d shock. Prior to the 5.5 placement the patient was supported by an intra-aortic balloon pump. Other medical history was not shared beyond the fact that the patient was not on anticoagulation during the hospital stay due to an ongoing pericardial effusion that was tapped, and eventually had a pericardial window performed with multiple chest tubes. On the second day of support the team added extra corporeal membrane oxygenation (ECMO), and the 5.5 will vent the ventricle for the primary support ECMO. While the patient was on the 5.5 pump support the automated impella controller (aic) malfunctioned 8 days into the support. The aic would not recognize the purge cassette. The aic was replaced and support proceeded on the 5.5. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. Also on the 8th day of support there were concerns of distal perfusion to the arm. The arm was swelling and there was blistering at the necrotic fingers. The imaging revealed no deep vein thrombosis and so vascular surgery was consulted. As noted the patient was not anticoagulated due to the pericardial effusion and window. What vascular surgery has done, or will do for the arm, has not yet been shared. The pump is still on for support and performing within the expected range for the support level with reported flow at 4.6 l/min on p-8, with d5w and sodium bicarbonate in the purge.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: peripheral arterial ischemia/pericardial effusion/pdi: the cause of the injury was not determined due to insufficient clinical details.